Event description:
Can't even walk anymore [gait disturbance]. Cannot ride a bike, cannot step up without holding on to a railing, can't carry her purse on the left side (activities of daily living impaired [loss of personal independence in daily activities]. Not only affected her physically but mentally [emotional distress]. Knee feels mushy, like it wants to move over when she walks [joint instability]. Burning in her knee [arthralgia]. No relief after the injections [drug ineffective]. Case narrative: this is a serious spontaneous case received from a consumer in the united states. This report concerns a 72-year-old female who experienced can't even walk anymore, burning in her knee, knee feels mushy and no relief after the injections during treatment with euflexxa (sodium hyaluronate) solution for injection unknown concentration, dose, and route, 3 injections weekly for three weeks, for unknown indication from (B)(6) 2023. The patient reported that she had all three euflexxa injections in her left knee in (B)(6) 2023, one week apart and had no relief from the injections. The patient experienced ongoing burning in her knee and her knee felt "mushy" described as like her knee cap wanted to move over when she walked. The patient cannot step up without holding onto a railing and could not carry her purse on her left side. The injections changed her whole walk, she could not ride a bike or even walk anymore. It was affecting her not only physically now, but mentally. The patient stated that before the injections she could do yoga and was an active 72-year-old. The patient stated when she sat with her knee bent, it was ok, but when she lays down or walks, she experienced the burning and the only way she could sleep at night was when she packed her knee with ice. She had not contacted her doctor as of yet and wanted to wait to see if it just needed time to work. Action taken with euflexxa was not applicable. The patient's med hist/procedure was significant for allergy to nickel (from unknown start date to unknown stop date) and grave's disease (from unknown start date to unknown stop date) and allergy to adhesive (from unknown start date to unknown stop date). The following concomitant medication was reported: synthroid (from an unknown start date to an unknown stop date), unspecified vitamins.. At the time of reporting the case outcome was not recovered. Overall listedness (core label) is unlisted. Reporter causality: related. Company causality: related. Other case numbers: internal # - affiliate = (B)(4). Internal # - others = (B)(4). Internal # - others = (B)(4). This ae occurred in united states and concerns the medical device euflexxa. Please report to your local health authority if required by local law. This ae is not reportable in EU because it does not meet the definition of a medical device incident according to the requirements of the mdd (european council directive of 14 june 1993 93/42/eec concerning medical devices) / MDR (EU) 2017/745 and/or because it did not occur in an EU + efta country + tr and ni and did not result in a corrective action by the manufacturer. No corrective action was done by the manufacturer or requested by regulators.